Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms. During the revision procedure, the rv lead was noted to be fractured. The lead was surgically abandoned and a new lead was successfully implanted. The patient is not pacemaker dependent and experienced no adverse effects as a result.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated. The investigation is complete at this time.